Manufacturer narrative:
(B)(4) that was previously reported does not apply in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his current implanted neurostimulator (ins) was not helping their pain at all compared to his trial system which was 95% effective. This event had been occurring since the patient was implanted on (B)(6) 2016. The patient later reported on (B)(6) 2016 that the circumstance that led to the symptoms was the report that the original settings were not reaching the pain area. To resolve the pain and lack of symptom relief, a programming change was required and it helped the patient considerably. The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had erratic stimulation, overstimulation, and a loss of therapy. The patient stated that they are having problems with stimulation. The patient is walking around and all of a sudden settings will jump extremely high and bring patient down to their knees. The patient is not getting therapy results that they were expecting since implant. The patient is frustrated with their recharging frequency sine implant. The patient stated that they have to charge 2-3 hours every couple of days. The patient stated that they wanted a representative at their next appointment. The patient stated that their device is not relieving pain as well as the trial did. All impedances were found within normal range, and the patient was reprogrammed. The patient is scheduled for follow-up in 6 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had experienced sudden surges of stimulation while shopping in department stores. The stimulation would increase to 2 times higher than what it was programmed to. The patient would have to use their programmer to reset their stimulation to a normal range when these issues occurred.